Event description:
The following was reported to hamilton medical ag: adult and pediatric modes not showing. Modes are disabled. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: -adult and pediatric modes not showing -modes are disabled no patient harm or consequences.